Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 31.5 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient complained of severe glare. In addition, the patient complained of colors not being seen as their true colors. The patient reported black looks like dark purple, gray looks purple, purple looks vibrant purple, and blue looks like periwinkle. There was no incision enlargement or vitrectomy performed. The replacement lens was a zcb00 30.5 diopter iol. Reportedly, there was no patient injury, the surgery went okay, and the patient is doing well. No additional information was provided.